Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that 21mm aortic pericardial valve implanted for approximately seven (7) years and nine (9) months was explanted due to perturbation of aortic valve. Patient status is reported as ¿recovering¿ at ICU. The 21mm aortic valve was explanted due to perturbation of valve and valve malfunction after an implant duration of approximately seven (7) years and nine (9) months and replaced with a 23mm aortic valve. This valve was originally implanted for aortic valve replacement to correct aortic stenosis. After implant, follow-ups were conducted. At five years and ten months post-implant, effective orifice area was observed to be narrow in echo. At seven years and seven months post-implant, the leaflet corresponds to right coronary cusp was hardened and edema was formed all around the sewing ring. This valve was coming off from annulus due to perturbation. Leaflets were hardened and it caused the valve not to open. Ascending aorta also got enlarged and the patient became a candidate for explant surgery. There were no adverse patient effects as a result of the valve replacement.

Manufacturer narrative:
The product was returned for evaluation. Customer report of "perturbation" could not be confirmed through visual observations. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Calcification restricted leaflet mobility and let to stenosis. Hematomas were observed on the outflow aspect of leaflets 1 and 3. Four pledgets were returned with the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.